Event description:
Information received indicates when the brake pedal is applied the caster will slowly slide.

Manufacturer narrative:
The technician replaced the brake block, bearings and bushings to repair the bed.